Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent to the customer and provided instructions for returning the malfunctioning pump. The customer was also informed about software updates and necessary actions related to sensor usage with the new pump.